Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (05/26/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6), 2011, respectively. Evaluation was not able to confirm the alleged issues; therefore, the tests passed with no faults found. Retain test strips were also tested on (B)(6), 2011 and passed testing with no faults found. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter read inaccurately erratic when comparing blood glucose test results taken one after another. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 810am. The reporter stated the patient obtained blood glucose results of "165, 161 and 172 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results fall within the expected value of <=20% and/ or <=20 mg/dl. The cca was advised the patient manages his diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 5 minutes after the alleged issue begun, the reporter claimed the patient felt a symptom of shaky. The patient was given chocolate and a soda as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.